Event description:
Treatment of a left unruptured cav (cavernous) fusiform aneurysm measuring 19mm x 8mm. During pipeline deployment, it was reported that the pipeline required some manipulation to release it from the capture coil. Once the pipeline was released, it flattened during deployment, but eventually fully opened without any further issues. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).